Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump was dropped at school and the cartridge connector cracked, leaving a fragment lodged in the port that could not be removed with tweezers or a fill tube; the patient transitioned to multiple daily injections and blood glucose remained stable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided by the user. Investigation of this case revealed no findings available; the medical device problem and the specific device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.